Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing system the patient expired. During implant the patient complained of shortness of breath. During dissection for cephalic vein access the patient suddenly decompensated. The right ventricular (rv) lead was placed and pacing was initiated and the patient recovered. The implant was finished without further complication. The patient's condition worsened in the recovery room though pacemaker check was normal. Ultrasound should the apex and the left ventricle were not moving. The patient experienced a cardiac arrest and was given cardiopulmonary resuscitation. Exam underlined a massive myocardial infarction and cardiopulmonary resuscitation was ceased. The leads remain in the patient and the implantable pulse generator (ipg) was removed.

Manufacturer narrative:
Corrected information: describe event or problem. Additional information: other relevant history. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing system the patient expired. During implant the patient complained of shortness of breath. During dissection for cephalic vein access the patient suddenly decompensated. The right ventricular (rv) lead was placed and pacing was initiated and the patient recovered. The implant was finished without further complication. The patient's condition worsened in the recovery room though pacemaker check was normal. Ultrasound showed the apex and the left ventricle were not moving. The patient experienced a cardiac arrest and was given cardiopulmonary resuscitation. Exam underlined a massive myocardial infarction and cardiopulmonary resuscitation was ceased. The leads remain in the patient and the implantable pulse generator (ipg) was removed. It was further reported by the physician that they suspected a myocardial infarction to be present before the implant procedure, however there is no electrocardiogram (ECG) proof of it. The physician suspected that patient's cardiac arrest was caused due to the introduction of general anesthesia. There were no device performance issues reported.